Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass the centrifugal pump was unable to be de-bubbled. There was 50cc blood loss; product was changed out and surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).